Manufacturer narrative:
User facility report # (B)(4) was received on 15may2020. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had melena and anemia in (B)(6) 2020. International normalized ratio (inr) was 1.2, partial thromboplastin time 46 on heparin, and hemoglobin count decreased to 7.1 g/dl. Two units of blood were transfused. Endoscopy evaluation included esophagogastroduodenoscopy (egd) and flex sigmoidoscopy and did not reveal bleeding source, but did observe melena in flex sigmoid. Hemoglobin stabilized enough to allow heparin to be resumed 7 days later; aspirin 81 mg continued.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the available device history records showed no deviations from manufacturing or qa specifications. The pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event